Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a no delivery alarm during the fill tubing process. During troubleshooting, customer was able to get insulin to exit the tubing without receiving a no delivery alarm. Blood glucose level was 230 mg/dl at the time of the call. No further information was provided.